Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during an enteral feeding device replacement procedure. According to the complainant, the locking adapter was broken approximately two weeks after placement. Reportedly, another corflo cubby low profile gastrostomy device was used to replace this device. No patient complications were reported as a result of this event. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.